Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is returned. (B)(4).

Event description:
The hospital reported that during cardiac surgery hemashiled graft was used and leaked and the patient had to be given blood. A sample of the product used will be returned.

Manufacturer narrative:
A segment of the graft was returned to the factory for evaluation. A visual inspection was performed. There was evidence and blood. We cannot confirm the reported complaint because we are unable to perform an evaluation on the complaint unit. The 10mm 15cm hemashield mdv graft is impregnated with collagen to improve hemostasis. The potential for the graft to be contaminated/damaged during the return process and the potential for exposure to factors in the clinical environment outside our control that affect the collagen coating precludes our ability to conduct a product analysis on the returned segment. Therefore, a review of the manufacturing processes is required. The device history record (DHR) has been reviewed with special focus on the results of the standard porosity testing performed during final inspection. The records show the device lot conformed to all applicable procedures and specifications. Specifically, the lot passed porosity testing with all permeability values within specification.